Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the procedure was a transcatheter aortic valve replacement (tavr). The right femoral artery was accessed with a 6f sheath for tavr procedure. A 6fr angio-seal was opened and prepped to deploy for closure. The arteriotomy locator was inserted into the sheath; they were inserted over the wire (otw) using the angio-seal wire from the kit. Arteriotomy locator and wire were removed. When trying to insert the angio-seal device, the bypass tube was hubbed, however the device only advanced halfway through sheath before the sheath crumbled/broke. Pieces of the angio-seal were removed manually, however, also via a cutdown procedure. The distal tip of the angio-seal sheath was not able to be removed and remains in the patient's artery. Surgical suture of groin to close after cutdown. The estimated blood loss was less than 250cc. The patient was stable. Additional information was received on 15aug2024: devices were stored in a cabinet. Items may have been transported to operating room (or) room for potential use and then returned back to the cabinet if not used that day. All effected devices were removed from the lab. Storage education was provided by the terumo field clinical specialist (fcs) with support of marketing. Additional information was received on 16aug2024: no additional procedures required for patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the carrier tube, hemostasis sheath, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The locator and hemostasis sheath were fully mated, and the hemostasis sheath was found to have been fractured and only partially intact. The component was fractured in multiple locations and was also able to be broken in a manner which is consistent with embrittlement due to light exposure. The complaint was confirmed for a sheath breakage. The likely cause was determined to have been improper storage as the device was stored improperly and was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).